Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch surestep enhanced meter was displaying inaccurate high readings compared to how the patient felt. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on (B)(6) 2010 to classify this case. The patient alleged that the product issue began on an unspecified date in 2009. On unspecified dates, the patient alleged that he tested his blood glucose on the subject meter and was obtaining results almost in the "300 mg/dl" range. The patient informed the mss that he tests his blood glucose about three times a day and manages his diabetes with novolin insulin (self adjustor). The patient claimed that due to the high readings that he obtained from the subject meter, he increased his dose of insulin. The patient was unable to recall the dosages. A few hours after administering his insulin, the patient claimed that he developed symptoms of "drowsiness, dizziness, fast heart rate, blurred vision, irritability, and anxiety." The patient was unable to recall what dates he developed the symptoms. The patient stated that he interpreted his symptoms as signs that he took too much insulin. The patient was unable to recall if he tested his blood glucose on the subject meter at the onset of his symptoms. The patient stated that he treated himself by having food. On unspecified dates in 2009, the patient claimed that he received emergency medical services (ems) assistance on at least two occasions. The patient does not recall any of the blood glucose results that were obtained by the ems. The patient claimed that he was treated with IV fluids and that he stayed in the hospital sometimes over night and sometimes for about 2 days. During the troubleshooting session, the cca was unable to walk the patient through a quality control test on the meter because the patient claimed that he no longer had the subject meter. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims he obtained inaccurate high readings on the subject meter, increased his insulin dosage based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. However, the troubleshooting session did not find any evidence that the subject meter performed improperly.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings:the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.